Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. At an unspecified time, the primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, it was reported that the male adapter of an unspecified secondary tubing set was connected to the clave secondary port for the piggyback delivery of an unspecified volume of normal saline. The customer contact reported that 30 minutes after the delivery was started, the nurse reportedly opened the pump door to back prime medication. No specific details were provided. At this time, it was reported that the nurse found the clave secondary port "holding by a thread." The customer contact reported that an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.